Event description:
Multiple shocks due to apparent noise.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is marquis dr. Implant date is 2005. Evaluation summar - no anomalies found.